Event description:
Event description guidant received information that in the box, this cardiac resynchronization therapy defibrillator (crt-d) exhibited a monitoring voltage greater than .l compared to the box recommended standard.